Event description:
It was reported, during the implant procedure, the physician encountered difficulty placing the device. Consequently, the lead was withdrawn and replaced with a same brand device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Mechanical testing revealed the helix consistently extended within 4 turns and retracted within five turns. Primary analysis findings: no anomalies found.